Event description:
It was reported that the system 9800 reinitialized itself and then the collimator closed down. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. In reviewing diagnostic logs it was determined that there was a high voltage error and that there was arcing at the connections to the xray tube. The connections were cleaned and regreased. The system was tested and found to be working as intended and placed back into service.